Event description:
Boston scientific crm received information that this dextrus lead was explanted due to dislodgement. A revision procedure was performed, but was unable to be repositioned. A new lead was successfully implanted and to date, no adverse patient effects were reported. The implant date was not provided.